Event description:
Healthcare professional reported, "lack of satiety - band erosion." Follow up findings: pt had gastroscopy in for gallbladder issues and an erosion was noted to the lap-band. It was stated the pt had an infection to the pancreas/gallbladder so they were investigation. Pt developed gallstone pancreatitis unrelated to erosion but it led to the diagnosis via the egd.

Manufacturer narrative:
Taper ii. Allergan has received the product however the device has not been identified not has the analysis has not been completed at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Erosion, pancreatitis, infection, cholelithiatis are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Allergan has received the product however the analysis has not been completed at this time.